Manufacturer narrative:
Concomitant products: product ID: 871136, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter.

Event description:
Information was received from a health care professional via a representative regarding a patient in (B)(6) who was receiving f entanyl 4000 mcg/ml at a dose of 4000 mcg/day via an implantable pump. The patient¿s concomitant medications were not obtainable and the patient¿s medical history was reported as ¿none¿. It was reported that during a device follow-up for a planned refill procedure, the patient reported that since ¿yesterday evening¿ she felt sick, like withdrawal symptoms, shivering, and had more pain. The patient had heard the pump alarm every ten minutes. The physician refilled the pump and programmed a single bolus. The pump reported noted the expected reservoir volume of 5.1 ml, the actual was not reported, and that a motor stall had occurred on (B)(6) 2016 and had recovered around 24 hours later on (B)(6) 2016. There were no known environmental, external, or patient factors that may have contributed or cause the event. The patient stayed in the hospital and ¿becomes opioid¿ as an infusion. The pump and catheter were to be changed on (B)(6) 2016. At the time of the report the patient¿s status was not obtainable and the issue was not resolved. Further information was received on (B)(6) 2016 in which the representative reported that at the time of the explant there was no backflow from liquor but the physician could inject contrast agent and see it around the catheter tip. The products were expected to be returned.

Manufacturer narrative:
The pump was noted to be infusion 4000 mcg/ml of fentanyl at a dose of 24.6 mcg/day. Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. In addition the pump battery exhibited high resistance.

Event description:
On 2016-06-08 the representative further clarified that the cause of the volume discrepancies and the no liquor backflow were not determined.

Manufacturer narrative:
Conclusion code no longer applies to the pump. The pump fdc has been updated. The fdc for the catheter remains.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-05-13 the patient reported that her pump had stalled for two weeks. On 2016-05-14 additional information noted the catheter remained implanted and in-service. In regards a volume discrepancy on (B)(6) 2016 and the actual volume aspirated it was shared that the doctor does not notice the actual volume and therefore the actual volume was not known. The previous refill volumes were as follows. On (B)(6) 2016 the expected 6 ml and actual 7 ml. On (B)(6) 2016 the expected was 9.2 ml and the actual was 8.5 ml. On (B)(6) 2016 the expected was 5.9 ml and the actual was 5.5ml. On (B)(6) 2015 the expected was 7ml and the actual was 6ml. The cause of the motor stall was not determined. The patient did not have an MRI and there was reportedly no emi. Therapy was effective and the patient was happy with the new pump. On 2016-05-17 additional information noted that the explanted pump was being returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.